Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation the pacemaker and right ventricular (rv) lead were noted to have a high out of range pacing impedance measurement from two years earlier. The lead safety switch (lss) was triggered which changed the polarity of the lead to unipolar. It was noted there has been occasional oversensing of noise in unipolar. The cause of the high impedance measurement remained unknown and the lead was reprogrammed to unipolar pace and bipolar sense. The pacemaker was explanted a few weeks later for reported normal battery depletion and the rv lead remained in service with the new device.

Event description:
It was reported that upon interrogation the pacemaker and right ventricular (rv) lead were noted to have a high out of range pacing impedance measurement from two years earlier. The lead safety switch (lss) was triggered which changed the polarity of the lead to unipolar. It was noted there has been occasional oversensing of noise in unipolar. The cause of the high impedance measurement remained unknown and the lead was reprogrammed to unipolar pace and bipolar sense. The pacemaker was explanted a few weeks later for reported normal battery depletion and the rv lead remained in service with the new device.